Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the preparation of the angio-seal device was as usual without any complications. The angio-seal device was advanced over the wire however got stuck at the skin level. The device could not be pushed any further and had to be removed. Manual compression was done to overcome this incident. There was no significant blood loss. There was no patient harm. Additional information was received on (B)(6): a pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, and to update section h3. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported issue. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the header bag, hemostasis sheath and arteriotomy locator. The sample was subjected to visual analysis. The arteriotomy locator and hemostasis sheath were fully mated together. A kink was found on the hemostasis at the inlet holes. Dimensional testing was performed. Dimensions were taken of the sheath. The od of the sheath was found to be (B)(4)" which was within specification of (B)(4)". The ID of the sheath was found to be (B)(4)" which was within specification of (B)(4)". All measurements were within the manufacturer's specifications. The complaint can be confirmed for insertion difficulties. The exact root cause cannot be determined. The likely root cause is the kink at the inlet holes. Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. An action item was opened to address the issue and a notification was sent to the new product development (npd) quality team.